Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Dr reports patient, a status post left total hip done on (B)(6) 2020 fell and now has a periprosthetic fracture around the femoral component and he would like to revise it to a restoration modular hip stem. The surgery was performed per surgical protocol and two cables were placed to reduce the fracture. The surgery was performed without incident. No further information is available due to emr password secured.